Event description:
As reported by the user facility information by bbm sales organization in netherlands: "underinfusion". "Unfortunately we have had another under infusion but this time on phoenix ward (paediatrics). The pump s/n (B)(4) was set to deliver 500ml at a rate of 125ml/hr after just over 3.5 hors the pump said it had delivered 455ml but there was still over 300ml left in the fluid bag. This is very similar to what we have experienced in chemotherapy." "

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has not been sent for investigation in our service department at b. Braun melsungen ag, melsungen, germany: as no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed.